Event description:
Hcp reported the patient's stimulation device quit working after the patient went through an electronic filed for theft detection (according to the patient). The ipg was interrogated but would not respond to the computer. There was no patient injury from the event. The hcp replaced the device and everything is fine. The patient is very please with new functioning system. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent if additional information is received.